Manufacturer narrative:
B5-updated information: the halos have become less and less. The patient is happy. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter states that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.5/+2.0/089 (sphere/cylinder/axis) implanted into the patient's left (os) eye on (B)(6) 2020. Reportedly, the patient is experiencing lightning/flashes while he lies in bed and turns his head; standing up the vision is fine. Retinal diagnostic shows no changes and the surgeon thinks this could be a "stress symptomatic."